Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rear1347 showed no other similar product complaint(s) from this lot number.

Event description:
On 7/18/16 - facility contact reported that a guidewire would not thread and would not retract. They stated that when looking at the wire, there was a 90 degree bend approximately one centimeter from the tip.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire. The sample was received inlaid through a 21ga safety introducer needle. A 90 degree bend was observed in the wire 9.5cm from the proximal tip. A bend was observed in the wire approximately 1cm proximal of the weld tip. Microscopic inspection of the bend revealed misaligned coils. Reflective regions of mechanical damage were observed on the coils in the vicinity of the bend. Inspection of the needle bevel revealed outward flaring mechanical damage along the proximal edge. The features exhibited by both the coil wire and the introducer needle were consistent with damage caused by attempting to retract the guidewire against the needle bevel. The product IFU warns ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿